Event description:
It was reported that the proximal implant was "drifting" after the patient had been implanted. A revision surgery was done on (B)(6) 2010. During the surgery, the surgeon noted that the surrounding tissue was stained by the pyrocarbon implant. Samples of the tissues were sent out for analysis by the surgeon.

Manufacturer narrative:
Little information on the event has been obtained. The implant has not been returned. Based on known information, it is believed that the device, if not fully seated, may have been the source of the "drifting" and may cause burnishing on the device which would stain surrounding tissue. If additional information is obtained, a supplement report will be submitted.